Manufacturer narrative:
Investigation: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6291985. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) batches of material# 8359163 (syringe 1.0ml asm 31ga 8mm (B)(4)) and three (3) batches of material# 8359164 (barrel 1.0ml shd 31ga 8mm (B)(4)) which were consumed into final product batch# 6291985. There were zero (0) defects or notifications noted for any related defects during the production of these batches. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle broke off of a bd safetyglide¿ 6mm insulin syringe in the skin of the patient after use. No medical intervention.